Manufacturer narrative:
Correction/removal number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient will have his scs ipg re-positioned. Follow-up on (B)(6) 2013 identified the patient's ipg was moved to a more desirable location. The patient reported his stimulation is working properly postoperative.